Manufacturer narrative:
(B)(4)

Event description:
The patient was admitted to the hospital on (B)(6) 2017 with a diagnosis of severe aortic valve stenosis and on (B)(6) 2017, a 23 mm regent valve was implanted. On (B)(6) 2017, the valve was explanted due to limitation of leaflet movement and replaced with a 23 mm ce perimount valve. Postoperative examination of the explanted valve identified white thrombus formation below the valve plane, consistent in appearance with pannus and the presence of red thrombi inside the prosthesis hinge point. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded both leaflets were intact, properly inserted within the orifice, and opened and closed easily. No pathologic changes were identified. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.